Event description:
It was reported that the coil prematurely detached inside the patient. The coil was was removed using a snare retrieval device. The procedure was completed using a different coil. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the coil separated from the pusherwire just proximally to the main junction. The inner coil of the delivery wire was pulled from the fused polyethylene (pet) of the main coil indicative that some force was used during use of the device. The main coil was kinked and crystallized saline was present on the coil. Based on the information provided and investigation results, most likely that some procedural encountered during the procedure caused or contributed to the event and the performance was limited. Therefore, an assignable cause of procedural factors has been assigned to this event.

Event description:
It was reported that the coil prematurely detached inside the patient. The coil was removed using a snare retrieval device. The procedure was completed using a different coil. There was no clinical consequence to the patient.